Manufacturer narrative:
A ge rep evaluated the system, and determined the video controller and camera need to be replaced. No repair status available on this system. This MDR is related to ge healthcare complaint.

Event description:
The customer reported the system will not fluoro. No pt injury was reported.